Event description:
During rotablator procedure, dr. Changed burrs and burr system. Unable to advance system without wire bending as physician lodged in distal portion of right coronary artery. Attempts to remove wire unsuccessful. No change in pt condition. Reported to MFR by telephone 5/1/97.